Event description:
It was reported there was a shocking or jolting sensation. The patient felt shocking down the right arm. The event started 3-4 months ago and happened every once in a while. In the last 3-4 months it happened 3-4 times. The event happened when the patient was sitting. There were no reported changes to physical activities, falls, or trauma. The patient also had an increase in shaking 3-4 months ago. It was also reported that 3 weeks ago, the patient started feeling a needle sensation ¿like 50 pin pricks¿ that came in waves around the left battery. The patient saw his physician in september and it was reported, the physician did not provide an explanation of the patient¿s condition. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v239714, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40 lot# v194784, implanted: 2009 (B)(6); product type lead. (B)(4).